Manufacturer narrative:
Device evaluated by MFR.: a mustang was returned for analysis. The returned device was loaded onto a mandrel and attached to an encore inflation unit. Positive pressure was applied, and a pinhole leak was identified 8mm proximal from the proximal markerband. No other issues were noted. The rated burst pressure for this device was 24 atmospheres as per the print on the hub. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 06apr2020. It was reported that balloon leak occurred. The target lesion was located in the arteriovenous fistula in the arm. A 6.0 x 20, 40cm mustang balloon catheter was advanced for dilatation. However, the device was unable to inflate. Balloon was took out of the patient's body and inspected and a leak was noted in the balloon. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed balloon pinhole.